Manufacturer narrative:
The sample was a serum collected in 7ml bd tube, and was centrifuged for 7 minutes at 3250 rpm, 20c. Qc produced expected results before and after the event. The laboratory assessed the reaction profile for this result and noted an unexpected electrical spike in early stages of the reaction curve. There was no error message or flagging associated with this event. Bec field service engineer (fse) visited the site next day and identified a blocked drainage from the cuvettes. The issue was corrected and the instrument has been performing acceptably.

Event description:
A customer reported to beckman coulter, inc. (Bec) that olympus au5421 clinical chemistry analyzer generated an erroneously elevated total protein result of 114 g/l. The result was not reported out of the laboratory as it was not consistent with the laboratory's expectation for the patient. Repeat testing produced 67 g/l, which was in line with the expected result. There was no effect to the patient.